Event description:
It was reported that, shortly after implant, this left ventricular (lv) lead exhibited muscle stimulation. A revision procedure was performed and this lv lead was repositioned. After the revision, a gradual rise in pacing thresholds and pacing impedances was observed. Recently, the cardiac resynchronization therapy defibrillator (crt-d) emitted tones and it was discovered that the lv impedance measurements had reached out of range values. Boston scientific technical services (ts) was consulted and troubleshooting recommendations were provided. This crt-d and the lv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, shortly after implant, this left ventricular (lv) lead exhibited muscle stimulation. A revision procedure was performed and this lv lead was repositioned. After the revision, a gradual rise in pacing thresholds and pacing impedances was observed. Recently, the cardiac resynchronization therapy defibrillator (crt-d) emitted tones and it was discovered that the lv impedance measurements had reached out of range values. Boston scientific technical services (ts) was consulted and troubleshooting recommendations were provided. This crt-d and the lv lead remain in service. No adverse patient effects were reported. This report is being submitted due to an updated conclusion code.